Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time during (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿145 mg/dl¿ with the subject meter. The patient stated that she manages her diabetes with insulin (self-adjuster). The patient reported taking an additional 2-4 units of actrapid and protafan insulin since august, in response to the elevated reading. The patient claimed she developed symptoms of ¿bad eyesight, dizziness, panic attacks and was shaky¿ although it is unknown if the symptoms began before or after the alleged issue began. It is not known, what medical treatment, if any, the patient received in response to the onset of reported symptoms. It is not known if any other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury while using the product.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2015). The patient¿s test strips have been returned on 1/26/2015 and evaluated by lifescan product analysis on 1/27/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.